Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿; specific value was not provided. Reportedly, the customer experienced issues with the load process due to a non-tandem manufactured needle issue. Customer successfully used a new needle to load a cartridge with insulin and resumed insulin therapy. Customer administered a bolus via the pump to address their elevated bg and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .